Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
Additional information: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: grade 2 l5-s1 spondylolisthesis; l5-s1 radiculopathy; l4 pars defect; l4-l5 discal instability. The patient underwent the following procedures: l5 laminectomy; l4 laminectomy; l5-s1 bilateral facetectomies; l5-s1 foraminotomies; l5-s1 decompression and diskectomy; l5-51 interbody fusion with boomerang nuvasive peek cage; iliac crest autograft; bone morphogenic protein (bmp) and autologous bone graft; l4-l5 diskectomy; l4-l5 facetectomy; l4-l5 interbody fusion; l4, l5. And s1 instrumentation; l4, l5, and s1 posterolateral fusion; intraoperative electromyogram (emg) monitoring using the nuvasive electromyogram (emg) nerve conduction studies. As per op-notes, ¿the jamshidi needle was placed into the iliac crest, and bone marrow was removed and mixed with formagraft. Bmp was then prepared. The endplates of the l5-sl disk space were prepared, and a 12 x 9-mm boomerang cage was templated. The anterior disk space was packed with autologous bone. Bmp. And formagraft. The cage was packed with bmp, and the cage was then tamped into the l5-s1 disk space, decompressing the l5-sl space and allowing for considerable decompression of the slip. After few steps, a 12 x 9-mm graft was placed into the l4-l5 disk space after the disk space was packed with bmp, formagraft, and autograft. The transverse processes were decorticated bilaterally, and the posterolateral fusion was performed with bmp, formagraft, and autologous bone.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.